Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with multiple wands and programmers. Selection of quickstart and selection of the mini device application also did not allow for interrogation; application of a magnet to the device did not elicit tones. Consequently, after 31.8 months, the device was explanted and replaced.